Event description:
Same case as #6000089-2007-00935. It was reported, by a pt, that post a coronary drug eluting stenting treatment procedure, restenosis occurred. Two taxus drug eluting stents, 2.75x12mm and 2.5x16mm, were implanted in 2004. A cardiac catheterization was performed in 2007. The pt reported that one vessel was 90% occluded and the other one was 95% occluded and that bypass or repeat stenting would be necessary. Additional info was received from the physician's office. Information regarding the initial implant was not available, however, info regarding the latest cath in the same month, was provided. Both taxus stents were implanted in the right coronary artery (rca). Tandem lesions were identified. The first being approximately 5cm from the ostium within the taxus stent. It appears to be in the range of 90% severe. A second lesion, which is slightly longer, is also within the stent, again greater than 90% severity. Visually the vessel is widely patent, as it supplies the inferior, as well as the inferolateral myocardium. Diagnosis was severe instant stenosis sequentially in the right coronary system. Interventional therapy was recommended. The patient indicated that a repeat catheterization was scheduled with the plan to place new stents. No further info is available.

Manufacturer narrative:
The device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.